Event description:
It was reported to tycohealthcare/kendall on 9/13/02 that a customer had a problem with a trach brush. The customer states that the patient was using the trach cleaning brush in the kit to clear the inner cannula while the trach tube was still in the patient. The patient inserted the brush and lost the brush down the trachea. The patient required surgery for removal of the cleaning brush from the lung.